Event description:
This procedure was performed in another country. During shunt pta procedure for rt. Arm, snare was inserted from rt. Femoral artery. Snare was being used to withdraw a guidewire (260cm) which was inserted in order to sustain stent in rt. Subclavian vein. When the snare was removed from the sheath, the loop was broken and the gold coil came off of the loop. The gold coil was retrieved from the body with another snare. The procedure was completed using another device. The pt was not affected by this event.